Event description:
It was reported to philips that the geometry had reset itself and gave a remote alert indicating that the geometry movements were unavailable, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.